Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was one other complaint in the lot. Additional information was requested. A completed questionnaire was not returned. (B)(4).

Event description:
A facility representative reported a multifocal intraocular lens (iol) that was explanted due to glare. A monofocal lens was implanted instead. Additional information was requested.